Manufacturer narrative:
Access site complications such as stenosis are listed in the device IFU as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, and others). The issue was resolved with a percutaneous transluminal angioplasty (pta) with no further adverse patient effects reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, stenosis at the vascular access site was resolved with a percutaneous transluminal angioplasty (pta). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.